Event description:
It was reported that the customer received a no delivery alarm with a previous reservoir. Customer took it out and put in another one and it worked, but the insulin came out really fast. Customer's blood glucose level was 92 mg/dl, which is really low for her. Customer thinks she is possibly getting too much insulin. Customer reported that the alarm was resolved by a reservoir change. Customer does not want to return the set or reservoir for analysis. Customer stated that the alarm occurred during manual prime. Customer was not able to troubleshoot at the time of the call. The cause of the issue was not able to be determined. Reservoir will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.